Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data from (B)(6) 2013 did not reveal any evidence of alarms or warnings and there was no evidence of excessive battery usage/short battery life. On investigation, the pump powered normally with the battery cap returned. There was no loss of power during the investigation. The current draws were measured and found to be within required specifications. Investigation was not able to duplicate the original complaint. Unrelated to the original complaint, the battery compartment was cracked, there was a hole in the audio bolus button cover and the display screen was found to be dim and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on(B)(6) 2014: battery compartment crack, damaged audio bolus button and a dim, faded display screen.